Manufacturer narrative:
The investigation included root cause, and analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a cadd-solis vip ambulatory infusion pump showed discrepancies between the reservoir volume and the amount of medication wasted by nursing staff at the end of infusions. There was patient involvement, but no patient harm was reported.

Manufacturer narrative:
H3 and h6: updated. The suspected pump was not returned for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined.